Event description:
Baker grade was noted to be a ii.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, openings, crease fold, wear abrasion, non-penetrating nicks. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. And also identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. A striated edge opening on anterior side assessed as surgical damage. -a crease sharp opening on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, and rupture.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade unknown. Device has been explanted.